Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of an unknown malfunction was confirmed. An assessment was performed on the device which determined the bearings were worn out and no longer in axial alignment not allowing insertion of the cutter. It was further determined that the failure was caused by worn out bearings. The assignable root cause was determined to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, it was observed that something was wrong with the short attachment device. The reporter stated that they were not sure what was wrong with the device. There was patient involvement reported. It was reported that there was no delay due to the event as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.